Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial fibrillation on the right ventricular channel. Reprograming options and further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial fibrillation on the right ventricular channel. Reprograming options and further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.